Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited out of range impedance values and loss of capture, likely related to subclavian crush damage. The patient underwent a surgical intervention to remove the lead but helix retraction issues were encountered. The lead was rotated free without laser extraction. No new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited out of range impedance values and loss of capture, likely related to subclavian crush damage. The patient underwent a surgical intervention to remove the lead but helix retraction issues were encountered. The lead was rotated free without laser extraction. No new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The conclusion code was selected based on the direct observation of damaged conductors and/or insulation consistent with clavicle/first rib crush. Such damage is considered a design issue when the field report indicates the damage occurred during normal use.